Event description:
It was reported that due to both ruptures in cylinders the patient had his inflatable penile prosthesis (ipp) explanted. The ruptures were identified when the cylinders were explanted and the ruptures were visible. The ruptures occurred while the device was in use and the physician strongly believes the ruptures were caused by corporotomy stay sutures since the sutures were intact when removed even though they were absorbable. The physician does not believe a device malfunction caused the ruptures. The patient is well following this surgery.

Manufacturer narrative:
Product analysis summary: product analysis was unable to confirm the allegation related to the ruptures issue; however, product analysis confirmed the reported events related to hole in cylinder. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body. Both cylinders had input tube wear; tear of outer tube were present. Cylinder 2 has a leak in the inner tube with broken fabric treads due to input tube wear with avulsion. The kink resistant tube (krt) of both cylinders were worn to filament; no leaks were found in the krt. Product analysis was unable to confirm the allegation related to the ruptures issue; however, product analysis confirmed the reported events related to hole in cylinder and identified pump failed functional activation test. DHR review / similar complaint review review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review the ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required.

Event description:
It was reported that due to both ruptures in cylinders the patient had his inflatable penile prosthesis (ipp) explanted. The ruptures were identified when the cylinders were explanted and the ruptures were visible. The ruptures occurred while the device was in use and the physician strongly believes the ruptures were caused by corporotomy stay sutures since the sutures were intact when removed even though they were absorbable. The physician does not believe a device malfunction caused the ruptures. The patient is well following this surgery.